Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: a review of the black box indicated consecutive call service 054/052/012 alarms had occurred on (B)(6) 2015. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no errors, alarms, or warnings occurring. The pump cover was removed and there were no defects found to the pcb. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored and the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.